Event description:
Caller reported a malfunction on the pump with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the caller with resetting the pump. The malfunction did not recur afterward, and the customer was able to continue using the pump. Caller was advised to call back if the malfunction code recurs and confirmed understanding of the instructions.